Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the surgical patties (ID 801408) had a black spot (discoloration) noted upon opening. Product was stored at room temperature (air conditioned). No surgical delay was reported. It is unknown if there was patient involvement.

Manufacturer narrative:
The surgical pattie (ID 801408) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the pattie/strip unit was inspected using the unaided eye. Brown spot on the pattie was found upon visual inspection. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Per the failure analyst, ¿the cottonoid is formed from a rayon material. During processing, rayon material is broken down into small fibers. If the fibers are not properly broken down, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. 1 x 3 patties are produced on both hybird and automated equipment. Because no lot number was provided the equipment type could not be identified. Automated machines use a camera inspection system and hybrids rely on an operator for inspection. Root cause would be related to failure of the operator to inspect or limitations of the camera depending on the production equipment used. If the lot number becomes available further investigation can be completed.¿ currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis. A corrective and preventive action (CAPA) has been opened to further investigate failures for the patties/strips product family which relate to discoloration, incorrect count, string issues, and x-ray detectability. Additional root cause will be investigated under the CAPA.